Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occurred in germany. It was reported that the patient had developed abscess at infusion site on the right thigh which was treated surgically and patient got treated with antibiotics. No further information available.